Event description:
It was reported that the power cord was damaged, the fan cycles abnormally, and the battery was not charging. There was no patient involvement when the issue was found, no patient or user harm reported. The customer reported that the unit had a damaged power cord, the fan cycles abnormally, and the battery was not charged. It was reported that the power cord had a few small cuts but is operational. The customer verified the 24 dc volts were present in the pneumatics screen, and the battery volt was reading at 12.82v. It was then reported that the cooling fan was turning on for three seconds then off for three seconds, repeatedly. During troubleshooting, the cooling fan was working; therefore, the customer planned to charge the battery for a few hours; it was then later confirmed that the battery did not charge properly, and the internal battery was replaced. The customer was provided with part numbers for the power cord, cover, cpu tray and foot kit.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. If parts are returned or if new information is provided, the complaint will be reopened to update the investigation.